Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine [5 mg/ml] at the minimum rate via intrathecal drug delivery pump. The indication for use of the pump was malignant pain. It was reported that the distal portion of the catheter had migrated out of the intrathecal space in 2016, and it was in the subcutaneous tissue. The revision was on (B)(6) 2016. The cause of the catheter migration, troubleshooting performed, and symptoms were not reported. Follow-up was requested to obtain additional information.